Event description:
Customer reported when the rj11 clip is inserted into the alarm, it does not have a snug fit. Customer reported no visible damage to the product. Customer could not provide a date when this was found. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product found the rj-11 clip is depressed and when the sensor belt is plugged into the alarm the plug on the belt can be pulled out without having to press on the tab. However, when the sensor becomes detached from the alarm, the alarm sounds (failsafe) as it should. (B)(4).